Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) with this fiber, a bright green flash was observed indicating a damage. It was said that the physician never experienced this case before despite of multiple procedures that they have performed. The procedure was canceled when the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.